Manufacturer narrative:
One opened/used enlite sensor was visual inspection and it was noted the sensor cannula was retracted inside the sensor base. The sensor cannula was noted broken and the part was missing. Unable to confirm if customer received sensor in said condition due to customer returned it opened/used.

Event description:
Customer reported via phone call, the sensor was not working properly with the insulin pump. Customer was unable to calibrate the sensor. Troubleshooting was performed for change sensor. Customer's blood glucose was 5 mmol/l at the time the issues occurred. The sensor was inserted on (B)(6) 2015 in the evening. The sensor had been in for two days and 16 hours. Customer had inserted the sensor in the right side of the abdomen, and there was no scar tissue. Customer used the serter to insert the sensor and no blood was noted. Since customer had similar issues with other sensor troubleshooting was performed on the transmitter and no anomaly was noted. The customer was advised to replace the sensor and customer agreed to return it for analysis.